Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Broken strands stuck out at the wrist. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during central processing, a frayed wire was observed on the double fenestrated grasper instrument. There was no report of patient involvement.